Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated initially at 12 atmospheres, then at 16 atmospheres; however, on the third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.